Event description:
It was reported that during an open pelvioplasty, the blade was broken off. The broken blade was retrieved from the patient with a forceps via a trocar. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the blade tip broke off and returned. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube. During functional testing on a generator the device gave an error code 5. The device will stop activating, and either emit a solid tone or display an error code 5 on the generator display when the blade becomes damaged. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code. The analysis concluded that the blade broke off due to contact with the inner tube.